Manufacturer narrative:
It was reported that the injection with the pen needle (article 700000177, batch 211038-01) was painful. The customer didn't return any needles for investigation. The investigation started with a review for any internal deviations during production, which showed no abnormalities or deviations from the validated manufacturing process. Penetration force testing was performed with 5 samples retained from the same batch number. The testing set-up included screwing the needle onto the holding fixture and removing the inner and outer protective cap. The method included penetration in foil up to nominal lengths with a defined speed. None of the needles tested from the same batch reached beyond the maximum penetration force of 1.0n.

Event description:
During an insulin injection at home, the needle felt that it was having a hard time penetrating the skin. A half day after injection, the injection site has redness and feels painful to the user.